Manufacturer narrative:
H.6 investigation summary: catalog: 442023. Batch no.:3031790 & 3011327. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Catalog 442023. Batch no. Unknown. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release.

Event description:
Patient 6 of 7: it was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) candida tropicalis possible contamination occurred. The following information was provided by the initial reporter: affected by the filmarray results. All other patients,no harm was done. Decontamination process- daily wipe with 10 % bleach, then di at loading station and on biofire screen and area surrouding analyzer. Monthly-filters are cleaned. Decontamination of old modules are done when replacing with replacement modules. No pouches are loaded in the same area as the samples. Unable to provide bottle information, no samples are left.

Event description:
Patient 6 of 7. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) candida tropicalis possible contamination occurred. The following information was provided by the initial reporter: affected by the filmarray results. All other patients,no harm was done. Decontamination process- daily wipe with 10 % bleach, then di at loading station and on biofire screen and area surrouding analyzer. Monthly-filters are cleaned. Decontamination of old modules are done when replacing with replacement modules. No pouches are loaded in the same area as the samples. Unable to provide bottle information, no samples are left.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.